Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted in the left ventricle (lv) but was not used due to dislodgement while slitting. A new lead was used to implant. No patient complications have been reported as a result of this event.